Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) explant procedure due to a potential infection. The patient also had symptoms of inflammation. The explanted device was discarded by the medical facility.